Event description:
Ethicon ace +7 laparoscopic handle alarmed with "change hand piece" when activated. A second hand piece was opened and surgery was completed in the regular fashion. The faulty hand piece was removed from the field.